Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) measured a battery voltage of 2.53 volts with a charge time of 8.4 seconds. The device had been stored in the trunk of a car but weather has not been cold.